Event description:
It was reported that shaft break occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was selected for use. However, the shaft of the balloon broke on wire before entering the patient. The device was replaced with another of the same device and the procedure was completed. There were no patient complications reported.